Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot#: j0421698v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot#: j0421698v, implanted: (B)(6) 2005, product type: lead. Product ID: 7482a40, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension. If information is provided in the future, a supplemental report will be issued

Event description:
It was reported that an implantable neurostimulator (ins) was implanted on (B)(6) 2013 and its use by date was may 14, 2012. The device was implanted past its use by date.